Event description:
It was reported that the patient developed an infection at the pod¿s insertion site while wearing the device between 24 and 36 hours. The patient reports having pain, bruising, bleeding and a burning sensation at the pod infusion site (arm). The patient removed the pod from the insertion site. Once at their doctors office the patient was prescribed cephalexin (500 mg) to be taken 4 times daily for 10 days as well as an over the counter triple antibiotic ointment. The patient was at the doctors office for 20 minutes. The patient reports they were able to apply a new pod.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release.